Manufacturer narrative:
This is not a safety issue because, the values and units are correctly displayed, both in the software and in the printed report. Furthermore, we are obligated by other regulatory requirements to display all dimensions in consistent units, which for pinnacle are cm. The text of the (B)(4) requirements are very explicit. The customer did not interpret the stereotactic coordinates correctly and used the wrong units to position the pt. This is the second report of this issue from this complainant site, the first being (B)(4). The complainant was informed that the change was made to comply with (B)(4) standards of unit reporting. This info was included in the (B)(4) which the complainant site rec'd in (B)(6). The root cause is use error. We are taking proactive steps in response to this second complaint and will be sending an info letter to the affected install base and will update release notes to make this change in units more prominent. (B)(4).

Event description:
The customer reported a second time that their treatment planning system software upgrade resulted in changed units of measure from mm to cm for a specific treatment type. The change resulted in inappropriate positioning of a pt before treatment. The error was detected prior to treatment, due to image guidance techniques, and no treatment error occurred.